Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2002; 0148 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and elevated sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.